Manufacturer narrative:
(B)(4).

Event description:
It was reported via a hot line call report from the registered nurse (rn) in the cardiac care unit (ccu). The rn was calling to troubleshoot, three helium loss alarms over several hours. There is no blood noted in the tubing and there does not appear to be any kinks although, there is a fair amount of adipose tissue at the insertion site. There is no patient movement and the alarm does not appear to correlate to any changes in rhythm. The pump is in 1:1, autopilot, peak trigger, wave timing with fiber optic sensor (fos) arterial pressure (ap) source. The pump is otherwise, achieving the goals of therapy. The waveform and timing look good. A possible helium loss 2 alarm occurred. Slight kink noted on the bpw (blood pressure waveform). Patient is unstable and does not tolerate 1:2. The clinical support specialist (css) discussed possibly reducing volume in the intra-aortic balloon (iab) and if the alarm becomes more frequent they could perform a leak test on the catheter. The css discussed all possible scenarios and recommended that the rn call the md to discuss. The css also stressed constant monitoring of the gas line for any indications of blood. At 0057 - follow up with the rn - the alarm occurred several times just now, so the css had the rn performed a leak test. There is no leak externally and the css explained that this confirms that the issue is catheter related and can be a kink or leak related. The alarm has not occurred for more than 10 minutes. The css explained to the rn that if the alarm continues that removal would be recommended. The alarm has not reoccurred in some time. The md has chosen to monitor the situation due to the patient's status. The css discussed catheter entrapment potential. The alarm has not occurred often, and there is no sign of blood in the tubing. The doctor still chose to monitor the situation closely. At 1409 - a call from another rn was received the alarm was occurring more frequently. The css had the rn closely examine the tubing, on first exam no blood was noted; but closer examination revealed a very small amount of flecks in the tubing. After, verifying that the flecks of blood were internal in the tubing by cleaning the exterior of the tubing. The css explained that pumping should be stopped, the helium line disconnected, and the iab should be removed immediately. The css discussed clotting potential and catheter entrapment. The rn is notifying the md. At 1629 - the rn called back to report the iab was removed without difficulty and a second iab was inserted over a wire in the same site. There was minimal delay in therapy, there were no complications. The patient is currently supported on the pump without alarms. The iabp serial number is (B)(4). Length of time prior to the event was 24 hours.

Manufacturer narrative:
(B)(4). Teleflex received the device for analysis. The reported complaint was confirmed. During our investigation blood was noted in the helium pathway and a full thickness abrasion which allowed blood to enter the iab. The root cause of the abrasion is consistent with repeated contact with calcified plaque on the aortic wall. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risks.

Event description:
It was reported via a hot line call report from the registered nurse (rn) in the cardiac care unit (ccu). The rn was calling to troubleshoot, three helium loss alarms over several hours. There is no blood noted in the tubing and there does not appear to be any kinks although, there is a fair amount of adipose tissue at the insertion site. There is no patient movement and the alarm does not appear to correlate to any changes in rhythm. The pump is in 1:1, autopilot, peak trigger, wave timing with fiber optic sensor (fos) arterial pressure (ap) source. The pump is otherwise, achieving the goals of therapy. The waveform and timing look good. A possible helium loss 2 alarm occurred. Slight kink noted on the bpw (blood pressure waveform). Patient is unstable and does not tolerate 1:2. The clinical support specialist (css) discussed possibly reducing volume in the intra-aortic balloon (iab) and if the alarm becomes more frequent they could perform a leak test on the catheter. The css discussed all possible scenarios and recommended that the rn call the md to discuss. The css also stressed constant monitoring of the gas line for any indications of blood. @ 0057 - follow up with the rn - the alarm occurred several times just now, so the css had the rn performed a leak test. There is no leak externally and the css explained that this confirms that the issue is catheter related and can be a kink or leak related. The alarm has not occurred for more than 10 minutes. The css explained to the rn that if the alarm continues that removal would be recommended. The alarm has not reoccurred in some time. The md has chosen to monitor the situation due to the patient's status. The css discussed catheter entrapment potential. The alarm has not occurred often, and there is no sign of blood in the tubing. The doctor still chose to monitor the situation closely. @ 1409 - a call from another rn was received the alarm was occurring more frequently. The css had the rn closely examine the tubing, on first exam no blood was noted; but closer examination revealed a very small amount of flecks in the tubing. After, verifying that the flecks of blood were internal in the tubing by cleaning the exterior of the tubing. The css explained that pumping should be stopped, the helium line disconnected, and the iab should be removed immediately. The css discussed clotting potential and catheter entrapment. The rn is notifying the md. @ 1629 - the rn called back to report the iab was removed without difficulty and a second iab was inserted over a wire in the same site. There was minimal delay in therapy, there were no complications. The patient is currently supported on the pump without alarms. The iabp serial number is (B)(4). Length of time prior to the event was 24 hours.